Event description:
It was reported that the customer went to the emergency room (ER) and/or was admitted to the hospital due to a low blood glucose (bg) level. Bg value was not provided. Cause of bg level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.